Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument was found to have multiple input disk shafts both broken and cracked. Input disk #7 was found broken into pieces inside of the housing and the input disk completely detached from the base of the shaft. Hairline cracks were found on grip input shaft #6. The instrument was placed on an in-house system and failed to engage with the sterile adapter. Review of the logs found one engagement failure. The root cause of this failure was attributed to mishandling/misuse. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The error logs for sk3173 on (B)(6) 2021 show an error 22020 (tool engagement failed) indicating that the installed medium-large clip applier (mlca) failed to engage on usm 3 (grip axis failed to engage). Tool table indicates qty 2 mlca instruments were used in the case, but dsp logs confirm that the mlca instrument that failed engagement was part #470327-12, lot #10210125-0052. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure that the medium-large clip applier instrument became stuck on the instrument drape adapter. The arm would not re-engage with the instrument. The instrument and drape had to be pried off of arm 3. The procedure was completed with 2 instruments instead of 3 as a result. There was no report of patient injury. The case was completed robotically. Although there was no patient injury during the procedure, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the medium-large clip applier instrument became stuck on the instrument drape adapter. The arm would not re-engage with the instrument. The instrument and drape had to be pried off of arm 3. The procedure was completed robotically with two instruments instead of three.